Event description:
Patient fell twice using device: once in the garage bruising her ribs and once in the bathroom bruising her knees. These incidents occured within a week of each other. Both times she received medical attention. (B)(6) is the initial importer and distributor of the alleged device.